Event description:
It was reported that during biliary pancreatic surgery the clip stuck and loosened after 3 clips were fired, so the clip could not be closed properly. Then changing to another one, the same issue occurred after 9 clips were fired.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1800014 was manufactured on 04/01/2018 a total of 288 pieces. Lot was released on 04/10/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip out of position in the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws. At this time, it was observed that the next clip was in the correct position. On the second attempt, the clip was able to properly load and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the third clip. On the fourth attempt, no clip fired. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were out of position in the channel. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "failure to function" was confirmed based upon the sample received. One device was returned. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. It was observed that the first clip in the channel was out of position. Upon functional inspection, the first clip was unable to properly load. The next 2 clips were able to fire properly, but there was no clip fired on the fourth attempt. Upon disassembly, it was confirmed that the clips were out of position in the channel. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during biliary pancreatic surgery the clip stuck and loosened after 3 clips were fired, so the clip could not be closed properly. Then changing to another one, the same issue occurred after 9 clips were fired.